Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the touchscreen now displays "squiggly lines". Reportedly, the pump is no longer functional. Customer's blood glucose level is 147 mg/dl. Customer has back up manual injections for continued insulin therapy.